Manufacturer narrative:
(B)(4) it has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the sales rep, a certas plus in line valve could not be programmed after implant. The device was implanted with a miethke valve and placed in lp and programmed to 6 prior to implant. Doctor wanted to reprogram to 2 the following day and was unable to reprogram. Reprogramming efforts were made bedside and under fluoro. The valve was explanted and another valve was placed more superficially.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI -- (B)(4). The valve was returned for evaluation. The position of the cam when valve was received was at setting 6. The valve was visually inspected; needle holes were noted in the needle chamber. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The siphon guard was tested, no issues found. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the device history records for the valve found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.